Event description:
During a routine shift check by a clinician, the device does not power up intermitently and other times powers up with no display. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.